Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. On (B)(6) 2026, a customer received higher scan result of 90 mg/dl in comparison a reading of 52 mg/dl on an adc meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms described as headache, tremor, dizzy and was unable to self-treat. The customer was provided a glucose sachet (glucody) by a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.